Manufacturer narrative:
Tech found the bed in the hallway near the e.r. The brakes do not hold when set, the casters rotate to the side. Replaced the 4 brake casters to resolve this issue.

Event description:
Bed was found in the hallway near the e.r. The brakes do not hold when set, the casters rotate to the side. No injury reported.